Manufacturer narrative:
The MFR's service rep performed an on site investigation. The iris potentiometer was calibrated, and the power supply for the collimator was checked. The system was tested and is operating as intended.

Event description:
The customer reported that the 9800 system displayed an iris potentiometer error. No pt injury was reported.